Manufacturer narrative:
B3: event date was estimated to be one year before MFR#2916596-2022-13439. D4: device information was requested but unable to be provided manufacturer's investigation conclusion: the reported event of a controller exchange was unable to be confirmed. The system controller was not returned for analysis and no log files were submitted for review. Additional information provided on 21sep2022 stated that the controller exchange that occurred when the system controller (serial number: (B)(6) was issued in place of, occurred prior to the patient arriving at the new hospital and the reason for the exchange is unknown. The root cause of the reported was unable to be conclusively determined through this investigation. The device history records for the heartmate 3 system controller were unable to be reviewed due to the lot number being unknown. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller was replaced.